Event description:
A patient reported blood glucose results of 144 mg/dl, 52mg/dl and 105mg/dl with a lifescan meter, performed within 5 minutes of each other. A check strip test was performed and the result fell within specifications. Meter and test strips were replaced.